Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. When the farawave catheter was inserted to faradrive sheath air was continuously removed and reverse blood flow was noted from the side port. When the dilator removed from the sheath mild air ingress was noted. A leak was also observed. The sheath was replaced and completed successfully with another of the same device. No patient complication was reported. The device is expected to return for the analysis. It was further reported that no abnormalities were noted during preparation of the sheath. No air was noted in the patient when the wire was inserted into the sheath because during a reverse blood flow confirmation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. When the farawave catheter was inserted to faradrive sheath air was continuously removed and reverse blood flow was noted from the side port. When the dilator removed from the sheath mild air ingress was noted. A leak was also observed. The sheath was replaced and completed successfully with another of the same device. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that no abnormalities were noted during preparation of the sheath. No air was noted in the patient when the wire was inserted into the sheath because during a reverse blood flow confirmation.

Manufacturer narrative:
The faradrive sheath has returned for analysis. Upon receipt at our post market quality assurance laboratory, faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the internal valve torn on both faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Based on the complaint summary, this failure would have been the primary cause of the allegation. Additionally, inspection of the hemostatic valves also confirmed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device. The complaint allegation was confirmed through product analysis. Correction to the follow-up 1 MDR in block(s) brand name (d1) and common device name (d2a), in section d - suspect medical device, and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. When the farawave catheter was inserted to faradrive sheath air was continuously removed and reverse blood flow was noted from the side port. When the dilator removed from the sheath mild air ingress was noted. A leak was also observed. The sheath was replaced and completed successfully with another of the same device. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that no abnormalities were noted during preparation of the sheath. No air was noted in the patient when the wire was inserted into the sheath because during a reverse blood flow confirmation.